Event description:
A report was received that stated the pump alarmed "check clutch." No pt injury or adverse event was reported.

Manufacturer narrative:
MFR completed the entire form. Additional MFR narrative: the device is currently being evaluated; the MFR will file follow-up report details the results of the evaluation once it is completed. Explanation of method: the actual device involved was returned and is currently under evaluation.